Manufacturer narrative:
H3 other text : analysis by third-party.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. A device was returned to the manufacturer for evaluation to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device, the third-party service center visually inspected the device and has no visualization of foam particles. In addition to above findings, there was a present of contamination in the device, which is white residue. The device has also error codes, which is the error code numbers was 4 and 22. The device was routed to scrap. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. A device was returned to the manufacturer for evaluation to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device, the third-party service center visually inspected the device and has no visualization of foam particles. In addition to above findings, there was a present of contamination in the device, which is white residue. The device has also error codes, which is the error code numbers was 4 and 22. The device was routed to scrap. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. This notification is being reviewed due to a user of a dreamstation auto CPAP device. Review of the complaint information found that no death or serious adverse event occurred. The device evaluation found no evidence of foam particles. In addition, there is no evidence that the device malfunctioned in a manner that would be likely to cause or contribute to death or serious injury if it were to recur. This complaint is not reportable to any regulatory agencies.